Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2001. It was reported that the revision surgery was scheduled on (B)(6) 2020 due to several times dislocation. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - there is no evidence that initial manufacturing or material error would be a contributing factor after this length of time in-situ. A manufacturing records evaluation (mre) would not performed even if the lot information was known.